Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed. The lead was not implanted and was replaced. The patient was stable.